Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized for high and low blood glucose. The blood glucose reading during the emergency visit was 100 mg/dl. The name of the hospital was st anthony. The customer was vomiting prior to the hospital visit. The customer was given fluids through and IV during the emergency visit. The customer was wearing the insulin pump at the hospital. It was also stated that the first serter was stuck and the second serter would not fire. The customer stated that the insulin pump was working fine. Nothing further reported.